Manufacturer narrative:
Product evaluation: no analysis results available; device not returned for evaluation.

Event description:
It was reported that there was patient injury; no malfunction alleged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.